Event description:
Report received indicated the stoma swells when functioning and extended thru the adapter and into the pouch where a sharp edge on the pouch scratched the stoma causing bleeding from the patient. Noted probably less than a teaspoon of blood in the pouch. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.: the batch record review for lot 1h03558 was performed. This product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging. The batch record review found no objective evidence of deviations, non-conformances or discrepancies related to the complaint issue reported. The product contained was consistent with all established specifications.